Manufacturer narrative:
D4, d7a: updated. H3, h4 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd-solis vip ambulatory infusion pump had alarmed and leaked medication after the pump was accidentally dropped, with the cassette found partially unlatched during a spanish-interpreted support call by the patient's mother. Pump displayed 'remove and reattach cassette' alarm. The reported alarm has the potential to interrupt therapy and therefore a high risk to the patient. The caller was instructed to clamp the tubing, remove the batteries since the pump could not be turned off during the active alarm, follow chemotherapy spill precautions, and immediately contact the clinic because blincyto interruption should not exceed 4 hours. A subsequent examination by the chemotherapy pharmacist found no identifiable leakage from the bag or tubing. There was patient involvement, and no patient harm reported.